Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shrhb main drawers 3.1 and 3.2 experienced multiple failures with an error message stating device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawers; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital campus. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawer failures with error message device not detected on bus. The field service engineer replaced the pyxie bus controller module, verified using the hardware testing application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.